Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 24-feb-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 341 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 624272 - production date: apr-2007 - expiration date: mar-2009. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no med dra llt can be provided most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sometimes highly haemorrhagic menstrual periods (seen as menorrhagia) and basedow's disease with hyperthyroidism. Laparoscopic removal via total hysterectomy with preservation of ovaries is scheduled. The reported events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while the other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event basedow's disease, considering essure's local action in fallopian tubes and pathophysiology of this disease causality can be excluded. This case was regarded as incident since a laparoscopic total hysterectomy will be required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("sometimes highly haemorrhagic menstrual periods") and basedow's disease ("basedow's disease with hyperthyroidism") in a female patient who received essure (ess205) (batch no. 624272). The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergic rhinitis. On (B)(6) 2008, the patient started essure (ess205). In 2014, the patient experienced basedow's disease (seriousness criterion medically significant) with tachycardia, tremor, hyperhidrosis and diarrhoea. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), adnexa uteri pain ("jabbing but not violent pain in the right ovary, which radiated to the pubis and abductors"), ovarian enlargement ("slight swelling in the right ovary"), fatigue ("very major unexplained fatigue, became more and more marked forcing me to organise my life around my sleep pattern"), musculoskeletal pain ("muscle and joint pain"), headache ("headaches"), dizziness ("dizzy spells"), feeling drunk ("feeling of drunkenness"), rhinitis allergic ("allergic rhinitis (already known, but more and more violent)"), hypoacusis ("loss of hearing, not fitted with device"), tinnitus ("tinnitus"), disturbance in attention ("difficulty concentrating") and memory impairment ("feeling of memory loss"). The patient was treated with levothyroxine sodium (levothyrox), propylthiouracil (propyl-thiouracil) and surgery (laparoscopic removal via total hysterectomy with preservation of ovaries scheduled for (B)(6) 2017). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, basedow's disease, adnexa uteri pain, ovarian enlargement, musculoskeletal pain, headache, dizziness, feeling drunk, rhinitis allergic, hypoacusis, tinnitus, disturbance in attention and memory impairment outcome was unknown and the fatigue had not resolved. The reporter provided no causality assessment for menorrhagia, basedow's disease, adnexa uteri pain, ovarian enlargement, fatigue, musculoskeletal pain, headache, dizziness, feeling drunk, rhinitis allergic, hypoacusis, tinnitus, disturbance in attention and memory impairment with essure (ess205). The reporter commented: steps currently underway for removal. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sometimes highly haemorrhagic menstrual periods (seen as menorrhagia) and basedow's disease with hyperthyroidism. Laparoscopic removal via total hysterectomy with preservation of ovaries is scheduled. The reported events are serious due to medical importance. Menorrhagia is anticipated in essure's reference safety information while the other event is unanticipated. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. Regarding the event basedow's disease, considering essure's local action in fallopian tubes and pathophysiology of this disease causality can be excluded. This case was regarded as incident since a laparoscopic total hysterectomy will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.